Manufacturer narrative:
The insulin pump was received with a frozen screen with the problem isolated to the interface board. The device was unable to perform any test due to the frozen screen. The following physical damage was noted: cracked reservoir tube lip, cracked casing near the display window corners, and minor scratches on the display window. The insulin pump was inspected and no cracks on the display window were found. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer dropped their insulin pump on the floor and damaged it. The patient's blood glucose at the time of incident was 51 mg/dl. Troubleshooting was initiated for the physical damage. The caller confirmed that there was a crack on the display and that the display was no longer readable. The caller also verified that unexpected alarms occurred after the device was dropped. The insulin pump was returned for analysis.